Manufacturer narrative:
The catalog number and lot code of the devices were not reported. The device was described as an unknown accolade femoral stem. Additionally, a mitch trh modular head (depuy) was involved. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided as a result of a legal claim. No additional information is available at this time due to ongoing litigation.

Event description:
Stryker received notice from an insurer that a patient underwent revision of a left mitch trh modular head with accolade femoral stem.